Event description:
It was reported that the ilet pump displayed alert 38 indicating a motor stall after the user changed supplies and reused a cartridge; education was provided that reusing a cartridge can cause delivery issues, and a subsequent dry run followed by a full supply change with new cartridge, connector, and infusion set successfully restored insulin delivery while the cgm showed 295 mg/dl. Symptoms included hyperglycemia. Outcomes included minor illness or impairment. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed the motor was able to advance insulin after priming and rewinding, and the issue resolved without further intervention. It was concluded that the event was consistent with an insulin delivery interruption due to a transient motor stall or flow restriction that resolved after proper priming and supply replacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.